Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. Corrected information: b5, d4. G1 the device was originally reported to be a trifecta valve but additional information identified that the device was an epic valve. As a result, the initial MDR for this event was reported under the incorrect MFR report # (B)(4) and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4). Explant was reported due to a tear. The investigation confirmed the device was torn. All three cusps were torn. There was circumferential fibrous pannus ingrowth on the inflow surface with focal calcification. Cusp 1 had thinning of the base. Cusps 2 and 3 had degenerative changes to the tissue. No acute inflammation was present. The cause of the pannus and tears could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2012, a 19mm epic valve was implanted. An echocardiogram was performed which revealed a tear. On (B)(6) 2019, the device was explanted and replaced with an intuity device to accommodate the small annulus size. The patient was stable.

Event description:
On 1 (B)(6) 2012, a 19 mm trifecta valve was implanted. An echocardiogram was performed which revealed a tear (location unknown). On (B)(6) 2019, the device was explanted and replaced with an intuity device to accommodate the small annulus size. The patient was reported to be stable throughout the procedure and postoperatively.